Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum was inspected, and no large puncture marks were found. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause pain during insertion. The soft cannula and formed needle were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room for hyperglycemia. The patient's blood glucose levels reached 27.4 mmol/l (493.2 mg/dl) while wearing the pod between 37 and 48 hours. The pod was leaking insulin while it was worn. In addition, the patient experienced pain and redness at the infusion site (hip/buttocks). The patient gave herself insulin using an injection pen. The patient was released after 1 hour.